Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding this report without success. The device referenced in this report was not returned to olympus for eval. The cause of the user's experience could not be conclusively determined. If add'l and relevant info become available at a later time, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus received a vigilance letter from (B)(6), which stated: "during a bronchoscopy, the bending section was blocked and the endoscope insertion tube blocked into the pt. It was impossible to remove it as the bending section was bent. The pt was transferred to other (B)(6) hospital to remove it."